Event description:
Healthcare professional reported "seroma and contracture", baker grade unknown. Later, healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device was explanted and replaced with a non-abbvie device. Device was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV.